Event description:
Home patient (hp) reported feeling full, as if hp were overfilled, while using the homechoice cycler for apd therapy. Follow up with the hp revealed the hp has a last fill volume of 2500mls, which is drained out at the start of the subsequent apd therapy during the initial drain. The hp relates that hp bypassed the initial drain phase before the initial drain alarm setpoint had been met, after which hp received the programmed fill volume of 3000mls. During the therapy the hp felt full and placed the homechoice cycler into a drain, removing approximately 5,832mls of solution. According to the hp, hp continued therapy to completion with no further difficulties. Follow-up with the hp's healthcare professional (hcp) reveals there was no pt injury or medical intervention as a result of this incident.